Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 3.

Event description:
Impossible to work the sleeves into a 1.8mm incision. The sleeves are too smooth.